Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and one similar complaint for this lot number was found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that during a carotid artery procedure the tip of the catheter disconnected and the tip went into the external carotic. The catheter had been placed in the common carotid over a hydrophilic wire. During the exchange of the wire while withdrawing the hydrophilic wire from the catheter the disconnection occurred. A snare was used to remove the fragment. There was no tortuosity or plaque within the vessel.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.